Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured 39.5 and 44 cm distal to the is4 connector pin, which is assumed to be the root cause of the reported abnormal impedance value. Based on the characteristics, as well as the location of these fractures, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
An abnormal impedance value was detected via remote monitoring. After the lead check, replacement surgery was performed on (B)(6). The lead was explanted. Should additional information be received, this file will be updated.